Event description:
It was reported that the original small bowel resection was performed on the event date. Six days later, the pt was taken back into the or with a staple line leak and sepsis in the abdomen. The surgeon performed another small bowel resection with no pt consequence. The device that was used in the original procedure was discarded. Received the following add'l info on 08/28/2009: per the surgeon, there was no difficulty encountered during the initial operation. The pt is recovering on antibiotics and expected to make full recovery. Fired the device three times.

Manufacturer narrative:
Date sent: 09/14/2009. Info is unavailable, device was not returned for eval. Eval summary: complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.